Manufacturer narrative:
Aso evaluated returned samples as well as retained samples of the same lot number. In addition, aso reviewed records of biocompatibility tests. Refer to section for further details.

Event description:
Consumer reported that nasal dilator tore her skin.